Event description:
Since I have got my dexcom7 it has always alerted me when my sugar level was getting high or low, but on (B)(6) 2025 @ 1am it did not alert me. If it was not for my dog waking me up, I probably would have been in bad shape. I was feeling funny and looked over and my sugar had dropped to 39. I woke my wife up and she immediately gave me a glucose liquid shot, then 20 minutes later gave me another one and it's happened several times since then.